Manufacturer narrative:
Troubleshooting was performed by the biomedical technician, and found the loose connection. Led panel was replaced. Issue was resolved and no further evaluation is needed.

Event description:
On (B)(6) the customer reported to natus medical that their neoblue 3 led light had only amber leds. Natus tech support had the customer reseat the wire between the light intensity switch and current board which resolved the issue. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.